Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-extension. Upn: (B)(4), model: sc-3138-35, serial: (B)(4), batch: 19276038.

Event description:
A report was received that the patient experienced skin irritation over the lead extensions from the time they were implanted. The skin irritation turned into a granuloma, increased in size, and became infected. The patient was administered antibiotics and underwent a system explant procedure. The patient is stable post operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was lost in transit. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced skin irritation over the lead extensions from the time they were implanted. The skin irritation turned into a granuloma, increased in size, and became infected. The patient was administered antibiotics and underwent a system explant procedure. The patient is stable post operatively.